Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the shaft detached. Access was obtained via the right femoral artery. The target lesion was located in the 90% stenosed and moderately tortuous right superficial femoral artery. A 4.00mm/1.5cm/140cm spcb flextome mr was used to dilate the target lesion. During preparation, the physician was having difficulty removing the blue cap. Upon pulling it, the distal end of the device detached. The device was exchanged for another of the same cutting balloon; however, the balloon ruptured at 4 atms on the 1st inflation. The device was then exchanged to a non-bsc balloon. A non-bsc stent was implanted. Postdilation was performed with a non-bsc balloon. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
A visual examination of the returned unit confirmed a shaft detachment at 25.1cm from the catheter tip. Slight stretching was present at the break site. The balloon protector was returned over the balloon. It was not possible to apply a vacuum to the balloon as the shaft was broken however during returned device analysis the balloon protector was removed from the balloon with slight resistance. A visual and microscopic examination observed no damage to the tip, balloon, or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the shaft detached. Access was obtained via the right femoral artery. The target lesion was located in the 90% stenosed and moderately tortuous right superficial femoral artery. A 4.00mm/1.5cm/140cm spcb flextome mr was used to dilate the target lesion. During preparation, the physician was having difficulty removing the blue cap. Upon pulling it, the distal end of the device detached. The device was exchanged for another of the same cutting balloon; however the balloon ruptured at 4 atms on the 1st inflation. The device was then exchanged to a non-bsc balloon. A non-bsc stent was implanted. Postdilation was performed with a non-bsc balloon. No patient complications were reported and the patient's condition is good.